Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a generator change out procedure and upon disconnecting the existing left ventricular lead, the silicone septum between the lead pin and ring electrode remained in the header. No patient symptoms were reported. The physician elected to keep the lead in use and the patient would be monitored.